Manufacturer narrative:
Technical support advised the following: "suggested that we troubleshoot the heater problem first as it would be the quickest to resolve, had the customer remove the front and rear panels to begin troubleshooting. With the heating mode set to thirty-eight degreed celsius, I had him first check the solid state relay (ssr), and then the heater itself. The customer reported the unit was working now. Suspect loose connection or as the biomedical engineer (biomed) did not actually witness the problem first hand in the o/r. The perfusionist (ccp), may have overlooked the fact that the unit was not primed properly which would prevent the heater circuit from functioning." Later the customer reported the unit would not go past sixteen degree celsius. Technical support suggested they replace the solenoid valve. The customer has not requested service.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the cooler heater unit would not heat. Issue first occurred during set-up. The user facility's biomedical engineer (biomed) thought he resolved the problem. There was approximately a two hour delay (delayed start of the surgical procedure)> they started the case with the unit, but then it would not heat past sixteen degrees celsius. They changed out the unit. The surgical procedure was completed successfully. There was no blood loss or no adverse consequences to the patient. Per clinical review on (B)(6) 2014: perfusionist (ccp) #1 assisted perfusionist (ccp) #2 for this procedure. During set-up and preparation of the cpb circuit, it was discovered that the cooler heater was not warming up the water, when the unit was placed in the heating mode. This was discovered at about 8:00 am on february (B)(6) 2014. (B)(4)/MDR # 1828100-2014-00149 clinical review continued: the patient was in the operating room getting prepped for surgery, but the actual surgical procedure had not yet started. Since no back -up cooler heater was available, the hospital biomed team troubleshot the issue and was able to perform some repairs. The actual surgical procedure was delayed until the cooler heater was ready for service. The biomed team finished the repairs and the actual surgical procedure was stable and not in distress during this period of delay. The procedure was able to proceed and cpb was initiated per normal practice. During rewarming of the patient, while on cpb, it was discovered the cooler heater would warm but not to required levels. The water warmed to about twenty-eight to thirty degrees celsius. Ccp #1 travelled to a neighboring hospital to pick-up another cooler heater. Once this unit arrived, the faculty unit was changed out, and rewarming continued. Ccp #1 stated, this delayed rewarming, but did not delay the surgical procedure or did not prolong cpb. The patient was weaned from cpb without issue. The case was completed successfully, without associated blood loss and there was no patient harm observed or reported.